Manufacturer narrative:
A visual examination of the returned device found that the clip assembly was fully deployed, as the control wire was separated per design, and was not returned with the device. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for lot # 10070106c2 for the reported event. Based on the evaluation conducted and the details of the complaint, it is probable that the failure of the clip to release from the catheter was due to anatomical or procedural factors encountered during the procedure; therefore, the most probable root cause for this complaint is operational context.

Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that a resolution clip device was used during a procedure to treat a hemorrhagic lesion on (B)(6), 2010. According to the complainant, during the procedure, the first clip was placed successfully. A second clip (the subject of this report) was inserted into the working channel of the endoscope and advanced to the target lesion. The clip opened but could not be released from the delivery catheter. The entire clipping device was removed from the endoscope and a third resolution clip was used to successfully complete the procedure without complications. Several attempts to ascertain further details (including patient information and follow-up procedure information) have been unsuccessful to date.

Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that a resolution clip device was used during a procedure to treat a hemorrhagic lesion on (B)(6), 2010. According to the complainant, during the procedure, the first clip was placed successfully. A second clip (the subject of this report) was inserted into the working channel of the endoscope and advanced to the target lesion. The clip opened but could not be released from the delivery catheter. The entire clipping device was removed from the endoscope and a third resolution clip was used to successfully complete the procedure without complications. Several attempts to ascertain further details (including patient information and follow-up procedure information) have been unsuccessful to date.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.